Event description:
Units alarm is very faint. Lights flash from green to orange to red quickly. All filters have been replaced independent repair center: customer alleged alarm will not function and the key failure is the power switch has a short circuit. Associated malfunction for this device: pilot valve leaking.